Manufacturer narrative:
This is a final report. The returned meter was investigated with retained test strips. Meter powered on with button depression and test strip insertion. No new issues were observed. Blank screen was not observed. The complaint was not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that her adc blood glucose meter would not turn on with the button or test strip, and therefore she could not check her blood sugar. As a result of this issue, the customer reported that on (B)(6) 2016 at an unspecified time she experienced symptoms described as "arms are feeling warm, feels weak and feels dizziness in her eyes", and also mentioned "residue in her right eye that she thought was due to her stroke." Customer went to a hospital, where she was diagnosed with hyperglycemia and reportedly treated with oral metformin (2000 mg), and glipizide (10 mg). No readings from the hospital were provided. Customer reported she stayed in the hospital for 5 days while her blood glucose was monitored. There was no report of death or permanent injury associated with this event.